Event description:
Hosp advised that the pump alarmed and displayed "channel error". Hospital biomedical engineer determined the error code was a motor stall. The alarm notified the caregiver that an action was required to maintain appropriate infusion as programmed. There was no pt consequence.